Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone (B)(6). E1: reporter phone #:(B)(6).

Event description:
The customer reported a speaker malfunction for the x3 is displayed. A loss of audio cannot be ruled out based on information currently available. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate and confirmed it was unknown if there was sound coming from the speaker and the unit indicated there was a speaker malfunction. Once the unit was rebooted, the customer's alleged malfunction was resolved. The cause of the reported problem was not confirmed. After the customer rebooted the system, the device was returned to functional use with no further issues identified. The device remains at the customer site.